Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tip of the reported screwdriver shaft was broken during surgery. The surgery was complete with another screwdriver shaft instead. There was no delay in the surgery. No patient harm was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: the shaft we have received with a broken star drive section. Reviewing the device history record and specific the hardening process showed no anomalies to the specifications. This article was manufactured in may 2012 in a quantity of (B)(4) pieces. The fracture section shows a twisting fracture which led us to the conclusion that due to the incorrect functioning of the torque-limiting handle too much force together with a side movement got applied which finally led to this breakage. No manufacturing related damage could be found. This issue is addressed in the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.